Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. There was no patient involvement. No additional information is available.

Manufacturer narrative:
It was discovered that this is a duplicate emdr of MFR report# 1314492-2018-01199 previously sent on 04/13/2018 . Should additional relevant information become available, a supplemental report will be submitted under that MFR.